Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in the proximal right coronary artery. The lesion characteristics are unknown. The physician advanced the 15mm x 2.25mm maverick balloon dilation catheter across the lesion, inflated the balloon an unspecified number of times using "below nominal pressure" and the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).